Manufacturer narrative:
Based on the evaluation of the data, the handpiece and system performed as expected. The customer reported inspecting the tip prior and during treatment and no abnormalities noted. The tip was not kept after treatment; therefore, no evaluation was performed. Based on the available information, no causal factors can be determined and no conclusions can be found. When the system detects a condition that interrupts treatment, a system error code is displayed. These system error codes provide an error code number and instructions for how to respond to the error. In the event of a system error, follow the instructions on the touchscreen to proceed. Based on the evaluation of the data, the handpiece and system performed as expected. According to thermage cpt system technical user¿s manual (p009240-06 rev. A) burns, blisters, scabbing, are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all a requirement were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. No corrective action is required.

Event description:
A user facility reported that during a thermage treatment, the patient felt pain and then blisters appeared on the right face. The doctor stopped the treatment and then used an ice compress, burn ointment, and growth factor gel. The patient was administered topical anesthetics and it is reported the patient's current status is that of a scab. It is unknown is there be any permanent damage or scarring. Patient photographs were received and reviewed by the medical reviewer and blisters are visible on the lower right side of the face. Another picture after three days post treatment showed hyperpigmented lesions visible in the place of the blisters. No other treatments (besides thermage) were being performed in same area where symptoms were reported and the patient has not undergone any other treatments in the same symptom area within the past 30 days. The doctor is unsure at what rep or range of reps/sites did the incident occurred but the doctor stated that the burned area received about 50-80 reps. The highest energy level used was 4.5. No system errors occur nor was anything out of the ordinary noticed during treatment. Solta medical croygen and coupling fluid were used during this treatment. The treatment tip surface was also inspected prior to use and no abnormalities seen. It is reported that the treatment tip surface was inspected at about every 100 reps. This the first time this treatment tip was used.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. The handpiece serial number reported on the case did not match with the handpiece serial number recorded on the data card. Based on the evaluation of the data, the system performed as expected. The thermistor 4 appeared warmer compared to others. This issue maybe due to the handpiece being tilted during the treatment. If the treated area is at or above 40 degrees c. Failure to slow treatment speed and/or continuing to treat the same treatment area consecutively can result in an unsafe condition.